Event description:
Procedure type: low anterior resection. According to the reporter: everything appeared ok upon firing. The surgeon did a half turn before removal. He stated that as he was trying to remove the stapler and the lip of the tilt top caught on the staple line and ripped out part of the anastomosis. He was able to repair the defect with some difficulty with sutures. A leak test was performed with no leak detected.

Manufacturer narrative:
(B)(4).